Manufacturer narrative:
Date of event is estimated. The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that implantable pulse generator was inoperable due to the device not being charged for over a year. The device was explanted, and a new device was implanted. There were no complications during the procedure. Effective therapy was turned on. Patient was stable.